Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their would not complete its initial boot-up cycle. It was also reported that the device locked up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their would not complete its initial boot-up cycle. It was also reported that the device locked up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The root cause was isolated to the system pcb which is now obsolete. The device is no longer repairable. The device was returned to the customer without repair.